Event description:
Complaint alleged that the head hi/low was drifting down very slowly. No injury alleged.

Manufacturer narrative:
Technician found the bed in ICU. Isolated issue to cables in power control module causing unit to drift down slowly over time. Rerouted the wires to correct this issue.